Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock and recorded two untreated episodes due to oversensing of p, t and myopotential waves. Additionally, there were two smart pass episodes recorded due to low amplitude r waves and long intervals. The patient will be seen in clinic for follow-up, and device screening data will be sent to technical services (ts) for review. In the meantime, x-ray images were sent to ts for review. Ts explained both the s-ICD and the electrode are implanted much too high compared to the heart. This can impact not only the shock efficiency but also detection, as the electrode is shifted upwards by more than three centimeters. Therefore, ast (automated screening tool) screening must be carried out in a different way, which was explained by ts to the field. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock and recorded two untreated episodes due to oversensing of p, t and myopotential waves. Additionally, there were two smart pass episodes recorded due to low amplitude r waves and long intervals. The patient will be seen in clinic for follow-up, and device screening data will be sent to technical services (ts) for review. In the meantime, x-ray images were sent to ts for review. Ts explained both the s-ICD and the electrode are implanted much too high compared to the heart. This can impact not only the shock efficiency but also detection, as the electrode is shifted upwards by more than three centimeters. Therefore, ast (automated screening tool) screening must be carried out in a different way, which was explained by ts to the field. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.